Event description:
It was reported that the patient underwent a series of events related to her total knee surgery. The patient fell following primary surgery and a tkr was performed. The patient fell a second time resulting in disruption of quads complex. An additional surgery was performed to repair her quads. Shortly afterwards, the patient was presented with infected cellulitis. The patient was taken to hospital for joint wash out and debridement and tibial insert changed.